Manufacturer narrative:
Determination of root cause: assessment: a surgery database device report was conducted on this system. The analysis indicated the laser performance factors analyzed were operating within specification during the time of this patient's surgery. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection were reviewed. From the first post-operative visit through the last exam provided, the patient reported dry eyes, variable vision and superficial punctate keratitis (spk - signs of corneal irritability with clinical findings of small lesions in the epithelium). This required the extensive use of ocular lubricants, prescription ocular eye drops as well as punctual plugs. The patient also experienced some induced astigmatism; the severity of the astigmatism will determine the affects on acuity and severity of the subjective symptoms. Astigmatic refractive errors cause a distortion of an image rather than a true loss of focus. Subjectively, astigmatism can cause a doubling or ghosting of the image and will vary in magnitude. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the pt's outcome. However, the non-product related factors mentioned above may have been contributors.

Event description:
A surgeon reports one patient with an overcorrection in the right eye following refractive surgery. At 3 months post-op, the right eye was overcorrected by +1.75 diopters. Bcva had improved from 20/25 pre-op to 20/20- post-op. Patient records also indicated an induced astigmatism of -1.25 diopters. The surgeon was planning an enhancement of the right eye on the same day as the last examination, however, no further information was provided.